Event description:
(B)(6). According to the information received, during a operation for the resection of a bladder tumor, a leg collapsed (first using). This resulted in a blocked catheter so there was urinary retention and clot formation. The bag was changed and no product was kept.

Manufacturer narrative:
Information received indicated there are no samples to return for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.